Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removed") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of postpartum depression, bipolar disorder, anxiety, depression, back pain, parity 1, gravida I, endometrial ablation, dysmenorrhea, pelvic pain and haemorrhage abnormal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 147 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 2 coils present at the right tubal ostia and 4 coils present at the left tubal ostia after essure placement discrepancy noted: removal date as per argus (B)(6) 2016, as per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: uterus, cervix, tubes with essure: uterus with inactive endometrium. Cervix with condyloma tous changes. Bilateral fallopian tubes (see gross description) clinical information: brief clinical history: chronic pelvic pain s/p essure and endometrial ablation. Now s/p hysterectomy and bilateral salpingectomy specimen taken for protocol: yes procedure: pre-operative diagnosis: chronic pelvic pain post-operative diagnosis: chronic pelvic pain operative findings: normal uterus with right essure visualized. Left essure not appreciate specimens submitted: 1. Uterus, cervix tubes with essure. Gross description: the metal coils can be observed inside of both fallopian tubes [ultrasound pelvis] on (B)(6) 2016: impression: essure device is identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016 she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.